Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot#: (B)(6), UDI#: (B)(4) f1906: site used another navigation system f1908: 20 minute delay f26: no patient impact h3, h6: the system was serviced in the field. The camera was replaced. Codes b01, c08, and d02 are applicable. H3, h6: the returned psu had scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility, and intermittent illuminator current low. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .354mm with a passing threshold of .250mm. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera was not functioning. Troubleshooting steps were taken. A manufacturer representative (rep) arrived on site and found an amber fault light illuminated on the camera. The rep opened network device interface (ndi) toolbox and found a bump detector battery fault, bump detected, and storage temperature exceeded. The likely cause of the issue was the camera complementary metal oxide semiconductor (cmos) battery. Patient presence was unknown. Additional information was received. It was reported that the issue occurred intra-operatively during a cranial resection procedure. There was a less than 20 minute delay and the site used another navigation system. There was no impact on the patient outcome.